Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed.

Event description:
As reported, the customer tried to advance the quattro catheter over guidewire. Customer was unable to further advance the catheter. The customer used a solex catheter kit to continue with the treatment but the same issue occurred again. The reporter was unable to specify if the issue occurred with catheters or guidewire. No patient harm or consequence reported on this event. MFR 3010617000-2018-00455 references the 1st quattro catheter used in this event.